Event description:
It was reported that the front-actuated grip probe was broken and charred. The issue was found during a left colectomy with anastomosis/upper colorectal laparoscopy, which was completed with a similar device. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Correction to d4. Correction to h6.4 to add 1069-break. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. The exact cause of the event couldn¿t be exclusively identified. Based on the result of analysis and the result of investigation in the past, a likely mechanism causing the reported event might be the following: 1. Grasping thick and hard tissue at distal end of the grasping portion while activating output in seal & cut mode. The probe and the tissue pad came into contact at the proximal side of the grasping portion, causing the tissue pad to wear out. 2. Since the tissue pad was worn out, the non-insulated area of the grasping section was contacting the probe. 3. The output was activating while the non-insulated area of the grasping section was contacting the probe causing scratches. 4. The device was activated in seal &cut mode or while grasping tissue. This applied a force to the scratched area of the grasping section, causing this area to crack. 5. A force was applied to the probe during the surgery causing it to break. 6. The intensively worn of the tissue pad could have happened because ¿ seal & cut¿ output was activated while grasping nothing with the grasping section and the probe tip, or kept activating the output after a transection of tissue. 7. The tissue pad was worn away, causing the non-insulated area of the grasping section to touch the probe. 8. The seal & cut output was activated with the non-insulated area of the grasping section touching the probe. This caused the probe damage error and the contact marks on the non-insulated area of the grasping section and the probe. The event can be prevented by following the instructions for use (IFU): drawing number and revision number of IFU: rc4485 08 ¿ do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. ¿ when cutting and vessel sealing is performed in seal & cut mode, apply light tension on the tissue so that users can confirm it is transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall off, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Correction is being made to previously submitted g3 - date received by manufacturer, which was not late. The correct date was 22aug2024.